Manufacturer narrative:
Arjo representative was informed that there was an incident with arjo maxi twin passive floor lift and passive clip sling involvement. Following information provided, during patient's transfer from wheelchair to bed, the right shoulder clip detached from a spreader bar attachment point. As a consequence of the detachment, the resident fell off the sling to the ground, hitting her head and left hip. The patient was transferred to the hospital where a computed tomography scan was performed, with a negative result. A technical evaluation was provided by arjo representative after the event. It was revealed that lift and sling involved in the event were wearing signs of age: scratches of paint, slightly frayed sling edge and straps, the sling label was unreadable. There was no issue with any of the sling clips or the spreader bar lugs and they were still functional. According to the account manager, the incident was a mistake made by a caregiver. Based on product knowledge and previously made simulations we can state that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labelling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - ¿make sure that: all clips are securely attached¿; - ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. - ¿check all parts of the sling. If any part is missing or damaged ¿ do not use the sling. Check for: (¿) unreadable or damaged label.¿ based on all information gathered it can be concluded that the most probable root cause can be related to the way the sling clip was applied on the device spreader bar, which corresponds to the information provided by account manager- clip detachment due to an operational error. In summary, the maxi twin passive floor lift and the clip sling were used for transferring the resident and played a role in the reported event. The evaluation of the involved system revealed that it was in overall good condition, however clip detached during patient¿s transfer and from that perspective system did not work as intended. This complaint was decided to be reported to competent authorities due to the fact that the sling clip detached during transfer causing patient to fall.

Manufacturer narrative:
After the event there was a technical evaluation provided by arjo qualified representative. It was revealed that although the lift and the sling involved in the event wore signs of age, there was no malfunction of the sling clips and the lift attachment points. Both worked properly. 4-point standard unpadded clip sling maa2000m in size l was used at the time of incident. The sling label was unreadable. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo representative was informed that there was an incident with a maxi twin passive floor lift and a passive clip sling involvement. Following information provided, during patient's transfer, from wheelchair to bed, the right shoulder clip detached from a spreader bar attachment point. As a consequence of the detachment, the resident fell off the sling to the ground, hitting her head and left hip. The patient was transferred to the hospital where a CT scan was performed, with a negative result.